Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-may-15. It was reported that 4ml was expected and the hcp was pulling out 8-10ml. The pump was replaced on (B)(6) 2019 to resolve the volume discrepancy, and when the pump was replaced the hcp was expecting 20.9ml and they pulled out 23ml. The cause of the discrepancies were unknown. The pump did not show any alarms, but the hcp thought it might be a catheter issue now. When the pump was replaced, the hcp was unable to aspirate. The catheter was not replaced as the hcp was going to see how the patient responded with the pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving gablofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the pump was delivering about 40% of the expected volume. The symptoms were unknown at the time of report. It was noted that the actual reservoir volume (arv) was less than the expected reservoir volume (erv) and the hcp wanted to replace the pump. Surgery was planned to replace the pump on (B)(6) 2019. It was noted that the actual erv vs arv values were unknown and the cause of the volume discrepancy was not known. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.